Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone15.4 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized on (B)(6) 2026 with hyperglycemia. The patient's blood glucose levels reached approximately 800 mg/dl while wearing the pod for an unspecified duration of use. The high blood glucose levels prompted a friend to call 911. Symptoms reported include not feeling well for 24 hours, could not move, and leg pain. Information regarding diagnosis, treatment, and discharge date were requested but not available. Multiple good faith attempts were made to obtain additional information, but no additional information was available. If additional information is obtained a supplemental report will be submitted.